Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2010-00238 information received from the (B)(4) study indicated that a patient experienced a coronary artery dissection after having a coronary artery stent implanted and also experienced a side branch occlusion. The patient's medical history is significant for unstable angina, family history of coronary artery disease, hyperlipidemia, hypertension, cancer and a cerebral vascular accident. The target lesion was the mid left anterior descending artery (lad). The lesion was described as heavily calcified, anatomically complex, de novo and 80% stenosed. The lesion was direct stented with a 3.50mm x 33m cypher stent at 20 atmospheres. After the stent was implanted a dissection was noted and this was treated with the implant of a 3.0mm x 18mm cypher stents distal to and overlapping the first stent. The first diagonal branch became jailed and was treated with balloon angioplasty with residual stenosis of 0%. The patient was discharged the following day. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Coronary artery dissection and side branch occlusion are known potential adverse events associated with implanting coronary artery stents and are listed as such in the IFU. Review of the information provided suggests that vessel/lesion characteristics may have contributed to the dissection and the treatment for the dissection may have lead to the side branch occlusion. The is nothing in the report or the DHR to indicate that there is a design or manufacturing related issue therefore no corrective action is required.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2010-00238. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The (B)(6) female patient received a 3.5 x 33mm cypher stent in the mid lad. A dissection was noted which was treated with a 3.0 x 18mm cypher stent. The stents were overlapping. After the two stents were implanted, a subtotal occlusion was noted in the first diagonal. This was treated with balloon angioplasty. Two days after the procedure, the patient had bruising. This was related to the patient's anti-platelet medication and was unrelated to the index procedure and the implanted stents.